Event description:
It was reported that an air embolism occurred. A pulse field ablation (pfa) procedure was performed using a faradrive steerable sheath and farawave catheter under general anesthesia. The faradrive sheath was placed, a versacross connect was used to complete the transeptal puncture, and a non-boston scientific mapping catheter was inserted through the faradrive steerable sheath into the left atrium. After completion of pre-mapping the mapping catheter was removed and the farawave catheter was advanced through the faradrive steerable sheath. St segment elevation was observed on lead avf. Intracardiac echocardiography identified air emboli in the left atrium and descending aorta. The farawave catheter and faradrive steerable sheath were withdrawn to the right atrium. Transthoracic echocardiography was performed and a pigtail catheter was advanced into the ascending aorta to aspirate the air emboli. The procedure was aborted and st segment elevation resolved over time. The patient was hospitalized, neurological tests were performed, and the patient fully recovered.